Event description:
Doser would not give insulin anymore, could not get one drop out [device failure] ([blood glucose increased]). Case description: medical device information: class iib. This spontaneous case from canada was reported by consumer as "doser would not give insulin anymore, could not get one drop out", "blood glucose 22.0 mmol/l" and concerns a male patient using induo (insulin delivery device) for seven days in 2009, for device therapy due to type 1 diabetes mellitus. Medical history includes hyperglycaemic events every 3 to 4 months. The patient takes nph insulin from a separate pen and fast acting insulin with the suspected induo device. He takes around 8 u fasting acting insulin with breakfast (based on his bg level), and sometimes, he takes some at noon too. The patient has not experienced an increase in insulin requirement over the last period of time. In 2009, the patient started feeling confused, and his blood glucose level increased. The patient also experienced dizziness and sweating. He spoke with a customer service representative that advised him to prime the induo. The patient performed a function check and could not get one drop out of his device. Normally, the patient does not prime his induo, as he feels there is no need; he only primes the induo when he puts in a new cartridge. The patient did not change his meal pattern or size during these days. The patient tested his blood glucose level on a otum during these days. The level was according to the patient high, around 29 mmol/l. At about 3 days later around 09:00, the patient went to the ER (emergency room). Bg test was performed, but the patient do not know the result. The patient was released during the day. The hospital called him and asked him to return to the hospital. He stayed there overnight for observation, as he did not feel well. During the hospitalization, the patient was treated with insulin and with glucagon (glucagon) as his blood sugar level dropped dramatically. At 15:30 his blood glucose was measured to be 22 mmol/l. It is not clear if the treatment with glucagon was before or after 15:30. In the next day at 11:30, the patient was discharged. At time of discharge, the blood glucose was still high, the exact value was not known by the patient as he had not asked. The patient does not have the strips anymore or the solution. At about three days later, the patient stopped using the device. The patient has recovered.